Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for other devices in this event: 1221934-2015-10085; 1221934-2015-10086; 1221934-2015-10087; 1221934-2015-10092. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during an acl repair that four of the customer's omnispan meniscal repair system, 12 degree needles would not deploy the second implant. Each time the 2nd implant was not deployed the surgeon cut the suture between them and left the 1st implant secured in the meniscal. The surgeon completed the procedure with another omnispan meniscal applier with no patient consequences. There was a 20 minute delay in the procedure. The sales rep reported that the procedure was a lateral and medial repair so the additional implants were not a concern to the surgeon. The sales rep reported that the surgeon was satisfied with the fixation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).